Manufacturer narrative:
The customer reported complaint was confirmed during archive review and functional testing. The root cause was due to the drive train motor brake assembly air gap was out of specification. The break gap could not be re-adjusted to within specification, therefore the drive train motor was replaced to remedy the fault. No physical damage was noted during visual inspection and power distribution board revision is up to date. Review of the archive data indicated system error 139 (unable to hold compression position) occurred on (B)(6), but not on the reported event date of (B)(6) 2017. The platform failed the initial functional testing due to "system error, out of service, revert to manual CPR" displayed when the platform was powered on. An additional repair and update was completed to ensure that the autopulse platform is functional without issue. Brake gap inspection and adjustment was performed, after which the platform passed the run_in test and all final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).

Event description:
It was reported that during patient use, the autopulse platform (sn: (B)(4)) stopped performing compression and displayed "system error, out of service, revert to manual CPR". The crew then reverted to manual CPR. Second autopulse platform was used and treatment was resumed. No patient consequences were reported.